Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit's bay 2 battery was failing. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
The stm replaced the failing battery to fix the issue. The iabp passed all functional tests and was returned to the customer for use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's bay 2 battery was failing.